Manufacturer narrative:
(B)(4). Additional information received from surgeon how long has the surgeon been using the har device? Since 1993. Is the surgeon aware of the tone changes? Yes. What other instruments were used during the surgery? None. Was the surgical field inspected and found to be dry (no bleeding) when the patient was closed? Yes. Did the gen11 display any yellow alert screens during the procedure? No. What power setting was the generator on? 3 and 5. Was the bleeding from an area were the harmonic devices was used? Yes. How much blood was lost? (Cc¿s) 5 cc when patient was closed. 1500 cc total. How was the bleeding controlled in the 2nd procedure? Clamp and ligated. What was the size of the vessel or artery? Approx 4 mm. Was the patient taking any anticoagulants, such as aspirin, anticoagulants, or antiplatelet agents)? If yes, specify prescribed medication. No. Has the patient undergone any radiation/chemotherapy therapy? If yes, please specify radiation, chemo, or both. No. Does the patient has a known coagulation disorder? No. Has the patient taken any steroids? No. What was the total blood loss? 1500 cc. What was the patient¿s pre-op hemoglobin and hematocrit? 11.6 hemoglobin, 36% hematocrit. What was the patient¿s post operative hemoglobin and hematocrit? 6.8 hemoglobin, 19% hematocrit (along the way, received 12 units blood). What is the current patient condition? Fine.

Event description:
It was reported that after a laparoscopic nissen procedure, the patient experienced bleeding and returned to surgery. About thirty minutes post-op, the patient had an open procedure to occlude and stop the bleeding of a branch off of the splenic artery. Blood products were given to the patient, but no other information on type or amount was available. The amount of blood loss was not known. The customer disposed of the device.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. Additional information requested how long has the surgeon been using the har device? Is the surgeon aware of the tone changes? What other instruments were used during the surgery? Was the surgical field inspected and found to be dry (no bleeding) when the patient was closed? Did the gen11 display any yellow alert screens during the procedure? What power setting was the generator on? Was the bleeding from an area were the harmonic devices was used? How much blood was lost? (Cc¿s) how was the bleeding controlled in the 2nd procedure? What was the size of the vessel or artery? Was the patient taking any anticoagulants, such as aspirin, anticoagulants, or antiplatelet agents)? If yes, specify prescribed medication. Has the patient undergone any radiation/chemotherapy therapy? If yes, please specify radiation, chemo, or both. Does the patient has a known coagulation disorder? Has the patient taken any steroids? What was the total blood loss? What was the patient¿s pre-op hemoglobin and hematocrit? What was the patient¿s post operative hemoglobin and hematocrit? What is the current patient condition?